Event description:
On (B)(6) 2011, an aortic valve replacement procedure was performed with this 23 mm sjm trifecta valve. Concomitant surgical procedures included coronary artery bypass, mitral valve repair, and aortic root enlargement. On (B)(6) 2014, the patient was admitted to the hospital due to septic shock and acute myocardial infarction. Endocarditis due to staphylococcus epidermidis was noted. On (B)(6) 2014, antibiotics, inotropic and vasopressor medications were administered to the patient. On (B)(6) 2014, a transesophageal echocardiogram was performed and an elevated transaortic gradient (peak: 56 mmhg; mean: 26 mmhg) was observed. On (B)(6) 2014, the patient died. The patient´s family declined an autopsy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.